Manufacturer narrative:
After further investigation of a follow up good faith effort (gfe) response, it was confirmed that the main backup alarm failed error code 1104 message which was observed on the drpt - diagnostic report. The customer was provided a quote for the repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the alarm does not affect usage. The customer will not carry out the repair at this time. Performance specification testing passed, and the device works normally and was put back into service. The power management board will not be returned. No parts replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a speaker malfunction. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response, it was confirmed that there is a speaker malfunction. It is determined that the cause of the issue is with the power management board. The investigation is ongoing.